Manufacturer narrative:
The initial reporter also notified the FDA. Medwatch report #mw5116970 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. This is report 1 of 3. There was no report of patient impact. The following information was provided by the initial reporter: mds-ids. Extensiopn tubing set . Manufacturer complaint multiple sets leaking.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported, by the customer that the extensions tubing sets have been leaking. Could not be verified, due to the product not being returned for failure investigation. A device history record review for model#: 2426-0007 and lot number#: 23039059 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the production build of this set of lot. Due to no sample being received, an investigation could not be performed. And a root cause could not be determined.

Event description:
It was reported, while using bd alaris pump module smartsite infusion set. Leakage occurred. This is report 1 of 3. There was no report of patient impact. The following information was provided by the initial reporter: mds-ids extension tubing set. Manufacturer complaint, multiple sets leaking.